Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - h10: the suspect device has not been returned for investigation. However; the drain valve was replaced once because patient inhaled often, there was no improvement with the change. The bellavista was replaced, new bellavista works without any problems. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device has not been returned to manufacturer

Event description:
It was reported to vyaire medical that the bellavista 1000e vent flow can no longer be built up. 24 liters are required, initially flow is fully built, then decreases until only 13 liters are built up even if patient is not connected. No patient harm was reported.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation, therefore, a definitive root cause couldn't be determined. No hw failure visible on the logs. Unit functioned as designed, set high pressure is reached which trigger alarm 267 in turn will reduce the flow.